Manufacturer narrative:
Qc run 3 hours before the event was within the lab's established ranges. The customer performed subsequent precision testing on different chemistries and obtained acceptable results. Per customer, no other analytes have been affected. Service performed reagent probes alignments. After calibration, qc and precision results were acceptable. As of 11/10/08, the customer reports that the issue was resolved. Upon recur, treatment could be initiated based on the falsely elevated actm result. Treatment initiated on falsely elevated actm result could contribute to serious injury. Though the fse addressed hardware issue, the root cause is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneous acetaminophen (actm) results generated by the unicel dxc 800 pro synchron clinical systems for a single patient sample. A false high actm result of ">300ug/ml" was generated. The customer re-tested the original sample and repeated result of 51ug/ml was mistakenly reported out of the lab. The sample was then run 10 times, getting results between 3.1 ug/ml and 24.7 ug/ml. The lab contacted the physician with the inability to generated an accurate result. A patient sample was tested for actm on the next day (2008) and gave a result of "<15 ug/ml" which is believed to be the correct result. (It is unclear if the original sample was re-tested or a fresh sample was collected). It is unknown if treatment was initiated or withheld in connection to this event.